Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. However, the insulin pump alarmed unexpected restart after battery change due to interface board voltage leak. No motor error alarms, unexpected excessive no delivery alarms, displacement anomalies, or signal too low alarms noted. Unable to download the pump to carelink pro due to corrupted history alarms at the alarm history file. Corrupted history alarms due to a corrupted history file. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose of 26 mg/dl at the time of the incident. The customer has been experiencing low blood glucose for the past 6 months. The customer was given food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed the displacement test. The customer also experienced a-coded alarms and a motor error alarm, as well as having issues uploading to carelink pro, and high blood glucose values of 280 mg/dl, which they treated for with a bolus. The insulin pump will not be returned for analysis.